Event description:
UK. Revision augmentation. It was reported that a patient in the united kingdom, who had undergone breast implantation with motiva® devices on (B)(6) 2021, later presented with swelling of the left breast. Subsequent imaging and biopsy were reported to confirm a diagnosis of breast implant-associated anaplastic large cell lymphoma (bia-alcl). The patient subsequently underwent a capsulectomy, during which the diagnosis was reportedly confirmed. Information obtained from the treating surgeon indicated that this was the patient¿s third augmentation procedure. Pip implants were reportedly implanted in 2004, followed by allergan biocell® macrotextured implants in 2012. These allergan implants were removed in 2021 due to bilateral rupture. Cytology performed at the time of rupture reportedly identified atypical cells. According to loch-wilkinson et al. (2017, plastic and reconstructive surgery), macrotextured breast implants are associated with a significantly higher risk of bia-alcl. Their findings describe that macrotextured devices, due to increased surface area, may promote higher levels of bacterial biofilm formation, resulting in chronic inflammation and increased lymphocyte activation. In (B)(6) 2019, allergan voluntarily recalled its biocell® textured breast implants and tissue expanders due to concerns regarding their association with bia-alcl. In contrast, establishment labs reports that motiva® breast implants have had zero primary reported cases of bia-alcl in more than 15 years of market presence, with over 4.5 million devices distributed globally. No secondary bia-alcl cases have been reported in the united states involving motiva® implants. A complete review of the device history record (DHR) for the motiva® device associated with this report was performed. No deviations or nonconformities were identified in the manufacturing or quality processes. Based on the available information, there is no evidence to suggest that the reported event is related to the motiva® device or its manufacturing process.

Manufacturer narrative:
UK. Revision augmentation. It was reported that a patient in the united kingdom, who had undergone breast implantation with motiva® devices on (B)(6) 2021, later presented with swelling of the left breast. Subsequent imaging and biopsy were reported to confirm a diagnosis of breast implant-associated anaplastic large cell lymphoma (bia-alcl). The patient subsequently underwent a capsulectomy, during which the diagnosis was reportedly confirmed. Information obtained from the treating surgeon indicated that this was the patient¿s third augmentation procedure. Pip implants were reportedly implanted in 2004, followed by allergan biocell® macrotextured implants in 2012. These allergan implants were removed in 2021 due to bilateral rupture. Cytology performed at the time of rupture reportedly identified atypical cells. According to loch-wilkinson et al. (2017, plastic and reconstructive surgery), macrotextured breast implants are associated with a significantly higher risk of bia-alcl. Their findings describe that macrotextured devices, due to increased surface area, may promote higher levels of bacterial biofilm formation, resulting in chronic inflammation and increased lymphocyte activation. In (B)(6) 2019, allergan voluntarily recalled its biocell® textured breast implants and tissue expanders due to concerns regarding their association with bia-alcl. In contrast, establishment labs reports that motiva® breast implants have had zero primary reported cases of bia-alcl in more than 15 years of market presence, with over 4.5 million devices distributed globally. No secondary bia-alcl cases have been reported in the united states involving motiva® implants. A complete review of the device history record (DHR) for the motiva® device associated with this report was performed. No deviations or non-conformities were identified in the manufacturing or quality processes. Based on the available information, there is no evidence to suggest that the reported event is related to the motiva® device or its manufacturing process.

Manufacturer narrative:
General conclusion: ¿ device involvement: a causal relationship between the reported event and the device has not been established. ¿ event characterization: the event was classified as bia-alcl. Clinical confirmation: upon thorough evaluation, the reported case was not confirmed due to no clinical evidence was provided for evaluation. Root cause analysis: this event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. According to loch-wilkinson et al. (2017, plastic and reconstructive surgery), macrotextured breast implants are associated with a significantly higher risk of bia-alcl. Their findings describe that macrotextured devices, due to increased surface area, may promote higher levels of bacterial biofilm formation, resulting in chronic inflammation and increased lymphocyte activation. In july 2019, allergan voluntarily recalled its biocell® textured breast implants and tissue expanders due to concerns regarding their association with bia-alcl. Device history record (DHR) review: a comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: ¿ no adverse or unexpected trends related to device rupture have been identified. ¿ no further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Event description:
Motiva are the secondary implants, which the doctor confirmed that allergan implants had previously used. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
This follow-up report is submitted to provide additional information clarifying that: ¿ the event occurred following a secondary surgery involving a competitor¿s implant. ¿ the motiva® device was received for evaluation, and visual inspection confirmed that no damage was observed. ¿ the investigation remains ongoing to complete the final assessment. A subsequent follow-up report will be submitted once the investigation has been completed and final results are available.

Event description:
UK. Secondary augmentation. It was reported that a patient who allegedly underwent breast implantation on (B)(6) 2021, later presented with a swollen left breast. Subsequent ultrasound and biopsy allegedly confirmed alcl. The patient underwent a capsulectomy, which confirmed the diagnosis. According to information provided by the surgeon, the patient had a previous history of implantation with an allergan device.

Event description:
Communication with the treating surgeon confirmed that allergan textured implants had been previously implanted in this patient prior to the use of motiva® devices and were removed in 2021 due to bilateral rupture. Cytology performed at that time revealed the presence of some atypical cells. According to loch-wilkinson et al. (2017, plastic and reconstructive surgery), macrotextured implants carry a significantly higher risk of developing breast implant-associated anaplastic large cell lymphoma (bia-alcl). Their findings describe that textured implants, due to their greater surface area, promote higher levels of bacterial biofilm growth, which leads to chronic inflammation and a linear increase in lymphocyte activation, thereby increasing the risk of developing bia-alcl compared with microtextured or smooth implants. In july 2019, allergan voluntarily recalled its biocell® textured breast implants and tissue expanders following concerns regarding their association with bia-alcl (allergan voluntarily recalls biocell® textured breast implants and tissue expanders / FDA). In contrast, establishment labs¿ motiva® breast implants have maintained zero primary reported cases of bia-alcl over more than 15 years on the market, with over (B)(4) devices distributed worldwide. Furthermore, no secondary cases have been reported in the united states involving motiva® implants. A complete review of the device history record (DHR) for the reported motiva® device was conducted, and no deviations or nonconformities were identified in the manufacturing or quality processes. Based on the available information, there is no evidence of any relationship between the reported event and the motiva® device or its manufacturing process.

Manufacturer narrative:
Communication with the treating surgeon confirmed that allergan textured implants had been previously implanted in this patient prior to the use of motiva® devices and were removed in 2021 due to bilateral rupture. Cytology performed at that time revealed the presence of some atypical cells. According to loch-wilkinson et al. (2017, plastic and reconstructive surgery), macrotextured implants carry a significantly higher risk of developing breast implant-associated anaplastic large cell lymphoma (bia-alcl). Their findings describe that textured implants, due to their greater surface area, promote higher levels of bacterial biofilm growth, which leads to chronic inflammation and a linear increase in lymphocyte activation, thereby increasing the risk of developing bia-alcl compared with microtextured or smooth implants. In july 2019, allergan voluntarily recalled its biocell® textured breast implants and tissue expanders following concerns regarding their association with bia-alcl (allergan voluntarily recalls biocell® textured breast implants and tissue expanders / FDA). In contrast, establishment labs¿ motiva® breast implants have maintained zero primary reported cases of bia-alcl over more than 15 years on the market, with over (B)(4) devices distributed worldwide. Furthermore, no secondary cases have been reported in the united states involving motiva® implants. A complete review of the device history record (DHR) for the reported motiva® device was conducted, and no deviations or nonconformities were identified in the manufacturing or quality processes. Based on the available information, there is no evidence of any relationship between the reported event and the motiva® device or its manufacturing process.

Event description:
UK. It was reported that a patient who had her breast implants on (B)(6) 2021, then she presents left swollen breast. Subsequent ultrasound and biopsy confirmed alcl. Had. Capsulectomy which confirmed diagnosis. No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
¿Breast implants are among the most commonly used medical devices. Since 2008, the number of women with breast implants diagnosed with anaplastic large-cell lymphoma in the breast (breast-alcl) has increased, and several reports have suggested an association between breast implants and risk of breast-alcl. However, relative and absolute risks of breast-alcl in women with implants are still unknown, precluding evidence-based counseling about implants¿. (De boer, m., 2018). Each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: http://motivaimplants.com/information-for-the-patient. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿bia-alcl is a rare type of t-cell lymphoma involving cells of the immune system. The world health organization (who), in the year 2016, recognized it as a breast implant-associated disease. The exact number of cases remains difficult to determine due to significant limitations in worldwide reporting and a lack of global implant sales data. It has been reported that most data suggests that bia-alcl occurs more frequently following implantation of breast implants with textured surfaces rather than those with smooth surfaces. The french national agency for medicines and health products safety (ansm) has requested manufacturers of textured breast implants to perform biocompatibility testing. Establishment labs has complied with this request. There is a significant body of medical literature relating to breast implants and the risk of developing alcl. According to the FDA, all the information reviewed as of the date of FDA¿s march 2017 notice suggests that ¿women with breast implants have a very low but increased risk of developing alcl compared to women who do not have breast implants.¿ most cases of bia-alcl are treated by removal of the implant and the capsule surrounding the implant, and some cases have been treated by chemotherapy and radiation.". Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event.